Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was found in nominal mode.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was found in nominal mode.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019, the subject pacemaker was found in nominal mode.